Event description:
During a dilatation procedure of a calcified lesion, the catheter balloon ruptured at 12 atm. The catheter was removed and replaced with another of the same make and again the balloon ruptured at 12 atm. The second catheter was removed and replaced with a third of the same make to complete the procedure with no pt injury reported.